Event description:
It was reported while using bd veritor¿ system for rapid detection of group a strep, there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number 4019626. The customer reports 3 instances of the analyzer providing negative results, but the patients were symptomatic and the reflex cultures came back positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2023-2025, under CAPA 11910483